Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump powered on with a blank display screen. The auditory and vibration features were functional. Further testing was unable to be performed due to the blank display. The pump was opened and an intermittent condition was found on the printed circuit board (pcb). The complaint of a call service alarm issue was not able to be adequately investigated due to the blank screen and pcb failure. The blank screen issue was reported under medwatch report number 2531779-2015-15310. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.